Event description:
It was reported to siemens that a malfunction occurred while operating the artis q zeego system. During an interventional procedure, a system malfunction and synchronization failure to the database occurred. Additional information was provided that a patient may have suffered an injury to the kidney. Detailed clarifications of this event are currently ongoing. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
On (B)(6) 2024, a patient was treated for a chronic expanding aortic dissection. To prevent a tear in the aorta the implantation of a 4-fold fenestrated endoprosthesis, a very complex procedure, has been performed. In addition, a stent was planned in the left and right renal artery. The 4-fold fenestrated endoprosthesis and right kidney stent were placed without any problems. When cannulating the left renal artery, neither the image display with overlay function nor viewing of previous images was possible. After placement of the left renal artery, an early bifurcation was blocked. An impairment of the left kidney of 25% is estimated. According to the attending physician, the patient is fine, he did not notice this restriction. It is identified that the ivs application crashed. In this possible error case, the system automatically restarts the application, but this was not successful. This issue has been reported for the very first time. Despite extensive efforts, the cause of the issue identified could not be determined. The log file analysis did not reveal any indications of the root cause or the conditions when an automatic application restart is prevented. A manual restart of the system, which is also described in the user manual for such system behavior, was carried out by the user after the treatment, which then solved the issue.